Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and the 32098 error was found indicating fault on the acm, confirming the fault occurred in the field. Upon visual inspection, no issues were found the would be related to the reported event. The usm was installed onto a golden system where the 32098 error was triggered indicating fault on the acm pca, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where it passed. Once testing was completed, the acm pca w aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis. Proximal set-up joint (psuj): in artemis, error 23210 was found indicating amp high-side switch startup test failed pointing to acu in the proximal suj due to motor hssw voltage. It was coupled with timeout error 23202 thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in norma mode where it functioned as expected. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. The probable root cause is attributed to electrical issues by a faulty acm board located on usm, and intermittent electrical issues from the acu board located on suj outer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the universal surgical manipulator (usm) 4. .

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure that recoverable faults occurred. The intuitive tech support engineer (tse) reviewed the system logs and found both recoverable fault 23210 and 32098. The customer performed a mid-procedure restart of the system, with no resolution. The customer disabled universal surgical manipulator (usm) 4, and proceeded with three usms. There were no reports of patient injury.